Event description:
During a device check performed by zoll deployment team before a demonstration at the customer's site, the zoll demo autopulse platform (sn (B)(4) displayed fault 41 (patient temperature sensor failure) upon powering up. No patient involvement.

Manufacturer narrative:
During a device check performed by zoll deployment team prior to a demonstration at the customer's site, the zoll demo autopulse platform (sn (B)(4) displayed fault 41 (patient temperature sensor failure) upon powering up. Technical investigation revealed that the root cause for the observed fault was a defective temperature sensor, likely attributed to the aging of the device. The autopulse platform was manufactured in february 2016 and is over six years old, past the expected service life of 5 years. The defective temperature sensor was replaced to address the observed fault code. Subsequently, the autopulse was subjected to a run-in test using a large resuscitation test fixture (lrtf) for 30 minutes, and the platform passed the test without any issues. Upon visual inspection, no physical damage was observed on the autopulse platform. Following service, including preventive maintenance service actions, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).